Manufacturer narrative:
The device was not returned for evaluation, however pictures of the device were provided and the complaint was confirmed. Based on the photo, it confirms that ribbon from the printer got sealed into the pouch seal. The ribbon can become wrapped around the core, and when the operator attempts to remove the jammed ribbon, pieces of ribbon may fall into the packaging area. The root cause is manufacturing error. This should be considered the final report. If any additinal relevant inforamtion is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "I would like to inform you that during our production process, we identified the presence of particles inside the package of the antifog." Note: this report is for the picture which showed a sterility breach (black ribbon through seal).